Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal plate separated from the silicone jaw during use. The device was removed and a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood was observed. A visual inspection determined that the heater wire was flexed away from the hot jaw and was detached at the tip. Large amounts of charred blood and tissue buildup was observed around the heating element. The wire remained in place at the base of the jaws. Based on the returned condition of the device and the results of the investigation, the reported complaint was confirmed for ¿bent wire.¿ specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal plate separated from the silicone jaw during use. The device was removed and a replacement device was used to complete the procedure. The hospital did not report any patient effects.